Event description:
It was reported that the customer experienced an issue with the pump battery not charging. There was no information available regarding any impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and the device was not returned for further inspection.